Event description:
This is report 2 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Treatment information was not reported. The patient was later discharged from the hospital and recovering from the peritonitis. Pd therapy is still ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13c27069 and h13e14062 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).